Event description:
A us distributor contacted zoll to report that a patient developed a open wound under the lifevest equipment. Patient described the area as open wound caused by rubbing. There were no allegations of any bleeding, oozing or weeping wounds. The patient¿s physician prescribed a medication for the skin irritation and treated wound. There was no alleged device malfunction contributing to the irritation. Outcome of the irritation is unknown.